Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; therefore the assignable cause was not determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 6 of 7. The patient was connected at the time of the error, and did not disconnect any time prior to the error. All bags were properly spiked and connected. Patient extension lines were not used, and there were no open clamps on unused lines. (B)(4) had the patient cycle power to clear the error. The patient elected to discard the sample. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.